Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the ipl was inserted into the competitor 9french introducer sheath with hemostasis valve, the ipl became stuck at around the atrial ring electrode and did not advance further. Thus the sheath was replaced with the same product, however same issue occurred. The physician commented encountering a "level difference". The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically breached due to a tear. The lv3 conductor of the lead became extrinsically distorted/ kinked. Visual summary analysis of the lead indicated damage at implant.